Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was advanced on glideassist to postion the oad crown behind the lesion and to perform retrograde treatment. During advancement, the physician stated the oad crown was very difficult to see under angiography. The physician was advised to film so the position of the oad crown could be checked. After six low speed treatments and one high speed treatment, the oad crown came in contact with the viperwire guide wire spring tip. The viperwire spring tip fractured and remained in the peripheral marginal branch of the circumflex artery (cx). The oad was removed and a new viperwire guide wire was used. There were no further complications and the procedure was completed. The patient was in stable condition. It was indicated the visibility issues was due to imaging/fluoroscopy related factors. The physician did not have any concerns regarding long-term risk outcomes tot he patient. There were no future plans to remove the fragment.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported poor visibility and device causing damage to another device could not be confirmed through analysis of the oad. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor visibility and device causing damage to another device appears to be related to circumstances of the procedure. There was no damage or abnormalities identified with the oad that would have contributed to the reported complaint. Per complaint details, the contact with the guide wire was because of visibility issues was due to imaging/fluoroscopy related factors. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h3, h6 (codes 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was advanced on glideassist to postion the oad crown behind the lesion and to perform retrograde treatment. During advancement, the physician stated the oad crown was very difficult to see under angiography. The physician was advised to film so the position of the oad crown could be checked. After six low speed treatments and one high speed treatment, the oad crown came in contact with the viperwire guide wire spring tip. The viperwire spring tip fractured and remained in the peripheral marginal branch of the circumflex artery (cx). The oad was removed and a new viperwire guide wire was used. There were no further complications and the procedure was completed. The patient was in stable condition. It was indicated the visibility issues was due to imaging/fluoroscopy related factors. The physician did not have any concerns regarding long-term risk outcomes tot he patient. There were no future plans to remove the fragment.